Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following intraocular lens (iol) implantation, the patient experienced blurry vision. The lens was removed and replaced with a monofocal lens in a secondary procedure. The clinical reason for explant was residual myopia. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Upon further review of the available information, iol was exchanged for the company-provided non-toric lens of a different model and with one diopter lower power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol. There was no further impact to the patient. The surgery involved patient's right eye. This event does not meet criteria for reporting as a serious injury per regulation. No further reports required. The manufacturer internal reference number is: (B)(4).